Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii and ii capsular contracture of the left and right breast, respectively. As a result, the patient underwent bilateral removal and replacement with 430cc mentor memorygel boost breast implant on (B)(6) 2022. However, during the replacement procedure, the left implant was discovered ruptured. There were no patient harms reported, although, there was a 30-minute delay to the procedure due to the ruptured implant. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-12861 for the contralateral event.

Manufacturer narrative:
On november 29, 2022, mentor completed an evaluation using a photo that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).